Event description:
When inserting stent into 6fr sheath, the stent became stuck. There was no patient injury. Investigation of the returned device on (B)(6) 2014 found the stent was partially exposed and the distal end of the stent was missing. The struts exhibited an irregular tearing (not straight cross-sectional).

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Initial reporter: phone number: (B)(6).

Event description:
Evaluation summary: the protege everflex stent delivery system (sd) was received for evaluation without any ancillary devices or cine images from the procedure. The result of the packaging for receipt by the cer evaluation lab was extensive damage to the product. The stent was partially exposed and the distal end of the stent was missing. The struts exhibited an irregular tearing (not straight cross-sectional). The location of the missing stent material could not be determined. The outer sheath exhibited discoloration (red-stained) along the ribbon-braid structure suggesting that the outer sheath delaminated while the lumen was exposed to a sanguine environment (blood). The sheath profile exhibited additional deformation along the entire length of the outer sheath. It could not be determined how much of the noted damage was present during the procedure and how much was generated post-procedure